Event description:
It was reported that the ventilator was pulled into the MRI scanner during treatment. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Evaluation of the received device logs showed that a technical error that indicates that the printed-circuit board(pcb) backlight inverter may have become defective. This technical error may occur when the user interface is positioned too close to the mr scanner. A maquet field service engineer evaluated the ventilator on-site and found that one locking lever was slightly bent and not working properly. The control cable was also found damaged. It was not possible to determine if the locking lever was bent before the event, or if it was a consequence of the MRI incident. The ventilator operates in a field of up to 20 mt (200 gauss) for tunnel scanners and up to 10 mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels, and placing the ventilator outside the 200 gauss (20 mt) safety line, which must be marked around the mr scanner. These conditions are included as part of the "mr environment agreement". Previous investigations of similar complaints have shown that ventilators can be attracted to the mr scanners if the wheels are not locked, or if the ventilator is placed inside the safety line. No information has been received to confirm if the above conditions were met. The cause for the reported event could not be determined in this investigation.

Event description:
(B)(4).